Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charged. Reportedly, the wire was loose. Blood glucose level was 142 mg/dl. Reportedly, the pump was able to be charged with a different usb cable and adapter.